Event description:
It was reported that the "tech hit switch to go to 45 degrees and it went past 45 degrees and is now stuck." No injury reported. A field engineer was dispatched to the site and was unable to replicate the reported issue. The technologist could not remember which button she had used to rotate the c-arm. The field engineer connected an external power supply to the gantry to power it back on. Once this was completed the system was working as intended.